Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost 25 pounds and the ipg was flipping in the pocket causing discomfort. The ipg was inoperable. The ipg was explanted and replaced. The patient reported the new ipg was comfortable and the patient receives effective stimulation. The issue was resolved.